Event description:
Angiosculpt catheter was delivered to the in-stent restenosis (isr). The catheter was advanced to the lesion and inflated twice from 12atm and then to 16 atm. Blood was noted to be coming back in the balloon catheter following deflation. When withdrawing the device from the guide catheter, the most distal part of the shaft and balloon were not attached. It was noted by physician that the distal end of catheter was still in the coronary artery. Another guidewire was passed followed by two stents, thus compressing the detached catheter component between the stent struts and the wall of the artery. The patient remains in stable condition.

Manufacturer narrative:
Visual inspection of the retrieved portion of the catheter found that the distal part of the shaft and balloon were not attached. The reported complaint was confirmed.